Manufacturer narrative:
Evaluation of the returned smart coil pusher assembly revealed that the pet lock was separated on the proximal end, and the pull wire was retracted out of the ddt. This was likely due to the detachment attempt made during the procedure and contributed to the successful detachment of the embolization coil. Further evaluation revealed pusher assembly bends. This damage was incidental to the reported complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed the smart coil in the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. It was also reported that a second handle was used to detach the same smart coil; however, the smart coil failed to detach. Therefore, the smart coil and handle were removed. The physician then placed another smart coil in the target location and attempted to detach it using both handles; however, the smart coil failed to detach. Therefore, the physician decided to remove the smart coil. While attempting to retract the smart coil, the smart coil unintentionally detached inside the lantern. Subsequently, the physician used the pusher assembly of the smart coil to push the detached smart coil into the aneurysm. The procedure ended at this point. There was no report of an adverse effect to the patient.